Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the powered stapler would not retract. After a reboot of the handle, the blade retracted and was able to be removed. A master reset was done and the stapler reset to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Concomitant product/s: unknown egiatrsrr unknown reinforced reload, lot #: unknown; unk-sigadapt unknown signia egia adapter, serial #: unknown, sigpshell sig power sigpshell control shell, lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no abnormalities. Functional testing noted that the handle powered on and displayed the file error screen during initialization. The handle showed a power handle error after it initialized. The handle was connected to mcp (master control panel) and the device software blob could not be read. The inability to read the software blob is a sign of the micro sd (secure digital) card being corrupted. The handle software version prior to the sd card corruption was noted to be v29.5. The data saved to the handle could not be accessed due to the presence of the corrupt sd card. It was reported that the jaws of the device remain closed on tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition that has no relationship to the reported condition. The microsd card was corrupted. The most likely cause for the additional condition was traced to software coding. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.